Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged insulin flow blocked alarm during prime found on nov. 29, 2021. Unit passed self test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin flow blocked alarm during priming. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin flow blocked alarm noted during prime fill testing. Unit successfully downloaded to thus. Pump alarm insulin flow blocked alarm not noted on event date in pump downloaded history. Pump was cut open to perform visual inspection and found¿dried insulin on the motor slide. The following were noted during visual inspection: dried insulin - motor slide, pillowing keypad overlay and stained keypad overlay. In summary, customer allegation for insulin flow blocked alarm during prime was confirmed due to dried insulin on motor slide. Insulin flow blocked alarms noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer was assisted with troubleshooting. Customer stated insulin did exist the tubing. Insulin pump failed the displacement verification test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.